Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was sensing noise and fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation bi/multi-lumen tubing had breached voids. Performance data collected from the device was analyzed. The lead integrity alert (lia) triggered (B)(6) 2012. V- short interval counts (sic) average 10/day over last 13 days. There were 6 ventricular nonsustained tachycardia episodes with v-v intervals less than 210 ms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.